Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that the patient with this pacing system presented to the hospital with palpitations and ankle oedema. Upon interrogation of the device, histograms revealed ventricular pacing at approximately 120-130bpm and atrial noise from 110 - 190bpm. There were no stored episodes of noise in the arrhythmia logbook. The last episode stored was an atrial tachycardia episode on (B)(6) 2009. Isometric arm movements and arm elevation exercises did not reproduce any noise. However, short runs of noise were noted when the patient blew his nose; and also intermittent noise when the device was manipulated. A set screw issue was suspected. A chest x-ray was performed and revealed no lead fractures; however, it appeared that the set screws may not have been completely through the device header. It was suspected that the patient's symptoms of palpitations were due to ventricular tracking of the atrial noise. The atrial sensitivity was reduced from 0.75 to 1.5mv and the atr duration and entry counts were reduced in an attempt to promote rapid mode switching to reduce tracking of noise. The cardiologist involved was to review the findings and x-ray and follow up with the patient. Additional information was later received indicating this pacemaker was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead surgically abandoned. No additional adverse patient effects were reported.